Event description:
Customer reports to have received a failed battery test and then insulin pump shut off. Customer's blood glucose was 262 mg/dl. During troubleshooting, it was found that battery compartment was corroded. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. Unable to verify failed battery test alarm due to blank display. The insulin pump has minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.